Event description:
The customer reported that the system was not operating correctly in subtraction mode. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb was evaluated and replaced. A complete sbc (single board computer) repair was performed. The system was tested and found to be working as intended and returned to service.